Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Troubleshooting was performed, and the drive support cap was protruded. The displacement test and fixed prime test were completed and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.